Event description:
It was reported that the patient had her acticon device replaced due to fluid loss- "cuff leaking." No patient complications were reported in relation with this event.

Manufacturer narrative:
Cuff catalog #: 72401978; exp. Date: 7/22/2014; serial#: (B)(4); mfg date: 7/2009. Balloon catalog #: 72402105; exp. Date: 9/09/2015; serial # (B)(4); mfg date: 9/2010. Pump catalog #: 72402287; exp. Date: 6/23/2015; serial #: (B)(4); mfg date: 06/2010. The device was returned for evaluation - analysis results indicate the cuff exhibited a leak that was a result of wear at a fold.